Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). On (B)(6) 2017 at 2:15 am, the result was 2.5 inr. On (B)(6) 2017 at 2:48 am, the result was 4.8 inr. At 2:56 am, the result was 2.4 inr. At 3:00 am, the result was 2.2 inr. At 3:17 am, the result was 2.9 inr. At 4:59 am, the result was 3.4 inr. The customer was then tested in a laboratory with an unknown reagent and the result was 2.38 inr. There was no allegation of an adverse event. The customer took no alternate thinners, had no antiphospholipid antibodies, no temporary medication, and no diet or health fluctuations. The therapeutic range was 2.5-3.5 inr. The meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 250321-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
As no customer material was received, the investigation was unable to find a definitive root cause.